Event description:
It was reported that the speed was unstable. A 230v rotablator console kit assy gen was selected for use. During the procedure, the rotation speed was unstable, and the footswitch was broken. No complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 05/01/2025 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.